Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break near the pump.

Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. The detachment sites of the shorter pump exhaust tube, the exhaust tube of cylinder 1, the pump inlet tube and the shorter portion of detached inlet tubing appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the sites. Partial separations within abrasion were noted in the inlet tube of the pump and in the exhaust tubes of cylinders 1 and 2. Testing revealed these not to be sites of leakage. Pulled monofilaments were noted in the shorter pump exhaust tube and the shorter detached inlet tubing. The pump was unable to be functionally tested due to the presence of tissue within the pump. No functional abnormalities were noted with the detached inlet tubing and connector or cylinders 1 and 2. No visual abnormalities were noted with the longer inlet tubing and connector. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with the separation in the longer exhaust tube of the pump indicates that sufficient stress(s) was exerted to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, quality concluded that the rough and irregular surfaces associated with the detachment sites of the pump and detached reservoir inlet tube, and the shorter exhaust tube of the pump and the exhaust tube of cylinder 1, indicate that sufficient stress(s) was exerted to separate the sites. Monofilaments appear pulled, which may indicate the separations occurred during explant. The information received did not indicate which tube was broken near the pump. As the separations were confirmed in the inlet tube of the pump and the detached reservoir tubing, and in the shorter exhaust tube of the pump and exhaust tube of cylinder 1, quality cannot confirm if these separations were also sites of failure while in vivo. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2697341. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.